Manufacturer narrative:
Device information was provided, by the patient, for contralateral devices. However patient was unable to indicate which device belongs to which side. As such, this record will reflect an unknown side for the device with serial number (B)(4). The contralateral side and device information will be reported under MDR #: 9617229-2018-08838 (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Affected side is unknown.

Manufacturer narrative:
In response to FDA report number mw5080292. The event of inflammation/irritation is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: potential adverse events that may occur with saline-filled breast implant surgery include: reoperation, pain, wrinkling, asymmetry, implant palpability/visibility, implant removal, capsular contracture, changes in nipple and breast sensation, implant displacement/migration, implant deflation, scarring, infection, hematoma/seroma, breastfeeding complications, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy.

Event description:
Patient reported "extreme fatigue" and "connective tissue disease, severe inflammation, severe depression." Device has been explanted. This record is for the right side.